Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post implant procedure, it was discovered that the right ventricular lead had been dislodged, sensing dropped, and high threshold was noted. The lead was revised on (B)(6) 2020. The patient was in stable condition throughout.